Manufacturer narrative:
The customer's report was observed during review of visual data provided by the customer, but the electrode pads were not returned for evaluation. The device history record for the lot was reviewed with no discrepancies or non-conformances noted that were consistent with the customer report. It's noteworthy to mention; to ensure proper removal of the electrodes from the styrene, the IFU for CPR stat-padz instructs the user to grasp the electrode at the red tab and peel away the plastic (styrene) liner. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device adhesive remained on the sheet resulting in being unable to attach the pads to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.